Event description:
It was reported that during the implant procedure, the electrode wire entered the blood. The procedure was abandoned since no extra lead to replace. Patient was recovering.

Event description:
New information received stated that the lead was dislodged.

Manufacturer narrative:
Analysis was normal. No anomaly was found.